Manufacturer narrative:
E1: (B)(6). Name: tandem country: united states of america street: 11045 roselle street city: san diego state: ca zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
The patient reported customer explained that infusion sets came off on (B)(6) 2026.